Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The patient effects of cardiac arrest, emboli (mitraclip implant), myocardial infarction, death and failure to retrieve mitraclip system component, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular medical affairs director who noted that the procedure ended with mitral regurgitation reduction. Asystole was a consequence of myocardial infarction (mi) and led to death. There is no evidence that death was due to mr because it would have been in a context of pump failure. There is no reason to believe that mi was caused by the clip embolization since the clip moved to the left atrium. Hence, it could not cause a coronary obstruction by itself. Mi was probably a consequence of preexisting coronary disease and may have been favored by the procedure but not the device. All available information was investigated, and the reported single leaflet device attachment (slda) and subsequent complete clip detachment (ccd) appear to be due to the patient morphology/pathology. The reported patient effects of embolism and foreign body in patient were due to the the ccd, while the reported asystole (cardiac arrest) was a consequence of myocardial infarction and led to death. However, a definitive cause of myocardial infarction could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed for complete clip detachment, embolism and patient death. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to grade 3-4+. One day post procedure, transthoracic echocardiogram (tte) was performed and it was observed that the first implanted clip detached from the posterior leaflet, but remained attached to the anterior leaflet. Cardiac enzymes were elevated. The patient was intubated and adrenaline was administered. A platelet transfusion was administered on (B)(6) 2018. On (B)(6) 2018, a second tte was performed and it was observed that the clip had completely detached from both leaflets and embolized into the left atrium. Electrocardiogram was positive for myocardial infarction. There was no attempt made to remove the clip. The patient went into asystole. Cardiopulmonary resuscitation was performed, but the patient died. There was no additional information provided.